Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis (dvt), and post-thrombotic syndrome. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The occurrence of an occlusion, dvt and post thrombotic syndrome do not represent a device malfunction. An occlusion within the vena cava or lower extremities may impede perfusion and cause venous insufficiency leading to possible swelling and pain of the lower extremities. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post thrombotic syndrome may occur as a long-term complication of dvt. Clinical factors that may have influenced the events described include patient, pharmacological, lesion characteristics or other comorbidities. Without procedural films or records available for review, it is not possible to confirm the reported revascularization and stent placement. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, event, brand name, and other # have been updated accordingly. A2-only patient date of birth reported. Patient age at time of event calculated as 70 years old. Brand nameand d4-product was initially reported as 466p306x. Product identified as 466p306au. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and/or occlusion, deep vein thrombosis (dvt), and post-thrombotic syndrome and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The patient is also reported to have experienced mental anguish, emotional and psychological pain. The patient¿s medical history is significant for dvt, recent pulmonary embolism (pe), diverticular disease, hypertension, gouty arthritis, transurethral resection of the prostate (turp), sleep apnea with surgical correction, tobacco use, ex-alcohol abuse, and pleuritic chest pain. The patient was discharged from a different facility where they received heparin and was discharged on plavix, aspirin and coumadin after being diagnosed with a pe and dvt. The evening of the discharge the patient presented to the emergency room after having fresh blood in the stool. It was then decided to implant an inferior vena cava filter. The filter was placed via the right common femoral vein and deployed in the inferior vena cava at the level of l2 and l3. The position of the filter was good. There was no report of complications and the patient tolerated the procedure well. Coumadin was started, but aspirin and plavix were discontinued. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting and device occlusion related to clotting do not indicate a device malfunction. Rather, patient, pharmacological factors and vessel characteristics may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient was admitted for acute gi (gastrointestinal) bleed, acute dvt (deep vein thrombosis), and pulmonary embolism (pe). Past medical history includes dvt, recent pe, diverticular disease, hypertension, gouty arthritis, transurethral resection of the prostate (turp) of prostate, sleep apnea with surgical correction, smoker and ex-alcohol abuse. The patient was implanted with a trapease filter at the level of the l2-l3 vertebral bodies without report of complications and in good position. Coumadin was started, but aspirin and plavix were discontinued. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis, and post-thrombotic syndrome. Per the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The patient reports mental anguish, emotional and psychological pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected patient identifier from unk to jg. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records, the patient was admitted for acute gi (gastrointestinal) bleed, acute dvt (deep vein thrombosis), and pulmonary embolism (pe). Past medical history includes dvt, recent pe, diverticular disease, hypertension, gouty arthritis, transurethral resection of the prostate (turp) of prostate, sleep apnea with surgical correction, smoker and ex-alcohol abuse. The patient was was implanted with a trapease filter at the level of the l2-l3 vertebral bodies without report of complications and in good position. Coumadin was started, but aspirin and plavix were discontinued. According to the information received in the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The patient reports mental anguish, emotional and psychological pain.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was acute gi (gastrointestinal) bleed, acute dvt (deep vein thrombosis), and pulmonary embolism (pe). Past medical history includes dvt, recent pe, diverticular disease, hypertension, gouty arthritis, transurethral resection of the prostate (turp) of prostate, sleep apnea with surgical correction, smoker, ex-alcohol abuse, and pleuritic chest pain. The patient was implanted with a trapease filter at the level of the l2-l3 vertebral bodies without report of complications and in good position. Coumadin was started, but aspirin and plavix were discontinued. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis, and post-thrombotic syndrome, fracture and perforation. Per the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc, fracture of the filter, perforation of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The patient reports mental anguish, emotional and psychological pain. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, occlusion, deep vein thrombosis, and post-thrombotic syndrome. As a direct and proximate result of these malfunctions the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records, the patient was admitted for acute gi (gastrointestinal) bleed, acute dvt (deep vein thrombosis), and pulmonary embolism (pe). Past medical history includes dvt, recent pe, diverticular disease, hypertension, gouty arthritis, transurethral resection of the prostate (turp) of prostate, sleep apnea with surgical correction, smoker, ex-alcohol abuse, and pleuritic chest pain. The patient was was implanted with a trapease filter at the level of the l2-l3 vertebral bodies without report of complications and in good position. Coumadin was started, but aspirin and plavix were discontinued. According to the information received in the patient profile from (ppf), the patient reports blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. There have been no documented attempts to remove the filter. The patient reports mental anguish, emotional and psychological pain. According to the updated legal brief received, the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation of the filter struts beyond the wall of the ivc and fracture bending of one strut inferiorly.